Manufacturer narrative:
The report from the affiliate indicated that: the pt was undergoing a procedure on a lesion in the tortuous external iliac artery. The lesion was about 3cm long, and heavily calcified with more than (B)(6) stenosis. A 4cmx4mm power flex balloon was introduced to predilated the site; it was ruptured at 6-8atm. The predilation was successfully completed with a synergy 4mm4cm, bsj. A wall stent, 8mm4cm, bsj, was implanted in the artery. A 6mm x 4cm power flex balloon was used for post dilation, and a pinhole rupture was detected. The physician thought that it might have been caught on the edge of the stent. The balloon was removed and the post dilation was finished with synergy 6mmx4cm, bsj. The procedure was successfully completed and there was no pt injury. This is the second of 2 products used during the procedure or involved with this adverse event, which is associated with mfg report # 9610978-2004-01013. The products are not available for eval and testing. Add'l info will be submitted within 30 days of receipt.

Event description:
Balloon rupture.